Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383539 and lot number 4059675. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd nexiva leaked at the septum. The following information was provided by the initial reporter: IV placed on patient. Once IV needle retracted, IV started to bleed through hub. IV removed and new one placed. IV sent down to quality control. No harm reported. Delayed placement of emergent IV though, delay in care.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.